Manufacturer narrative:
An event of a cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer report number: 3008452825-2020-00300. During an ablation procedure, a pericardial effusion occurred. While ablating in to the right ventricular outflow tract, the patient became hypotensive and an echocardiogram revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient.